Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. The device was returned to pentax for further evaluation on service order 3137863 where the user narrative was confirmed. This device is currently pending repairs for the defects found and will be returned to the user upon completion. On 07-feb-2022, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 01dec2017 under normal conditions, pass all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model ec38-i10l. In the event reported, the user stated that the up/down angulation was broken. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the bending rubber leakage and cut. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, we confirmed that the up pulley wire rupture. Correction information g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result. Additional information h4: device manufacture date.